Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available.

Event description:
A doctor reported to a lensar clinical application specialist on (B)(6) 2014 that during a laser treatment on (B)(6) 2014, the pt moved and suction was lost. Laser completed only 21%. Under the microscope, the doctor confirmed that the capsulotomy was completed by laser but it appeared that the cornea had the fragmentation pattern etched on it. Cataract surgery was completed manually with no add'l treatment necessary.